Manufacturer narrative:
A ge service representative performed an onsite investigation. The mainframe battery packs were evaluated and identified as requiring replacement. No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that there was an "battery disconnected error" message displayed. This error likely to result in an immediate loss of system functionality and an un-commanded shut down. There is no report of a patient injury or death associated with this event.